Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the facility staff was inadequately trained in device handling or reprocessing in accordance with the instructions for use (IFU). The IFU cautions the user against insufficient reprocessing, the channel cleaning adapter, immersing the device, and use of lint-free cloth as stated: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." "1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators." ¿to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use.¿ ¿before immersing the endoscope in reprocessing fluids, confirm that the eto cap (mb-156) is not attached to the endoscope. If the eto cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged.¿ ¿all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer requested a visit from an olympus ess at their facility because of a film/haze being noted on their device. During the visit three observations we're noted by the ess where the facility staff were incorrectly reprocessing the device. The first was at the bedside, the use of the air/water channel cleaning adapter was not used correctly during bedside cleaning. The device had no air-flow running through it, and the auxiliary channel was not properly flushed. The second observation was noted during the leak test. The facility staff attempted to attached another manufacturer's pigtail to the scope. The final observation was made during manual cleaning when the staff attempted to use a lint cloth to wipe the scope. The ess immediately corrected all three of these observations in accordance with proper reprocessing techniques per the instructions for use (IFU). During the visit an 'on track' form was used to capture the observations and subsequent corrections. At the conclusion of the meeting, the staff confirmed that they understood all instructions provided. At this time, the device is not scheduled for return. However, should additional information become available, a supplemental report will be provided.

Event description:
Olympus endoscopy support specialist (ess) reported that the staff at (B)(6) hospital were incorrectly reprocessing the evis exera iii colonovideoscope. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.